Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a diagnostic power on reset (por). The remote monitoring network was generating multiple alert notifications following the diagnostic reset. It was also noted that some far-field oversensing was seen on the atrial electrograms (egm). The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.